Manufacturer narrative:
No corrective action is required as no product deficiency was established. Hence, no further investigation is required. For investigation results, & in-house (accuracy) testing, on 06-aug-2009: biosite received 1 inratio meter. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: for 2.3, 1.8, 2.4, 2.0, and 2.9 inr are excluded from the list since no reference data provided. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house accuracy test - test date: donor 1 (a week later), donor 2 (same day). Returned meter, in-house meters. Retained strip ln:214540. Comparative sys: sysmex 560. For 2 therapeutic donors. Results: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.

Event description:
Inratio high compared to lab. Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: therapeutic range 2.0-3.0. Date: 2009, inratio: 3.6, reference: 3.3. Date: same day, inratio: 3.9, reference: 3.3. Date: the following month, inratio: 2.2, reference: 1.7. Date: four days later, inratio: 2.3, reference: 2.0. On the following month, customer called back with more inr readings: meter-inr: 3.4, lab-inr: 2.7. Meter-inr: 2.7, lab-inr: 2.0.